Manufacturer narrative:
Correction: e2, g2. Correction: e2, g2.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple occlusion alarms occurred. Customer¿s blood glucose level was 376 mg/dl. Reportedly, customer continued using pump for insulin therapy.